Manufacturer narrative:
Correction h6. Correction h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, downstream occlusion was not reproduced. The device was able to load and run a set without discrepancies. A review of event history log revealed multiple occurrences of the downstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified however no component issue was identified that might have caused the reported issue. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, downstream occlusion was not reproduced. A review of event history log revealed multiple occurrences of the downstream occlusion alarms. The reported condition was verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be set screw for the plunger driver was loose. The plunger set screw requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.